Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, wear was found allegedly on the tip of the dilator. It was further reported that there was a noticeable feeling of resistance after implantation. Further, a skin damage was reported. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us, but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous inferior vena cava filter implantation using a denali filter. During the procedure, wear was found allegedly on the tip of the dilator. It was further reported that there was a noticeable feeling of resistance after implantation. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter products that are cleared in the us. The pro code and 510k number for the denali filter products is identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. Two photo was provided and reviewed. First photo shows the tip of the dilator; the tip of the dilator was noted to be deformed. The second photo shows the hcp was holding the dilator and showing the tip of the dilator. Based on the photo review, the report event can be confirmed. Therefore, the investigation is confirmed for the reported deformation due to compressive stress as the tip of the dilator was noted to be deformed. A definitive root cause for the reported deformation due to compressive stress could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (patient, method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.